Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an x-ray was ordered and after review of the results, no lead issues including dislodgement were noted. The lead will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check had failed. There was a possibility that the right atrial (ra) lead had dislodged. The lead remains in use. No patient complications have been reported as a result of this event.